Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was bathing in a jacuzzi at the time of the shock. Technical services discussed that the noise is likely electromagnetic noise. There were no additional adverse patient effects. The system remains implanted.